Manufacturer narrative:
H.6 ime corrected medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
A valiant captivia stent graft was implanted in the endovascular treatment of a 30mm taa .  It was reported that during the procedure, after the delivery system was removed, it was noted that a dissection had occurred in the common iliac artery and the external iliac artery was also damaged.  The cia dissection was discovered during the final angiography, and eia damage was identified after sheath removal. Stents were implanted as treatment.  Per the physician the cause of the dissection was primarily  the fragility of the blood vessel, and while it cannot be definitively stated that valiant was 100% the cause, the physician pointed out that the oversizing might be the reason since a 22fr valiant was passed through an eia of approximately 6 to 6.5mm in diameter. No additional clinical sequelae were provided and the patient is fine.